Manufacturer narrative:
G8: this report is being submitted as a correction/follow up to MFR. #2916596-2015-01676. H10: corrected to include (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Emergency department personnel from an outlying hospital notified the implanting center vad coordinator that the patient was in full cardiac arrest. They reported that on the evening of (B)(6) 2015, a backup battery fault alarm sounded. The patient lives 3 hours away from the implanting center. The patient and the caregiver attempted to exchange the system controller, as the message display indicated backup battery fault - replace controller; however, they were unable to "make the connection". Once the backup system controller was engaged, the same alarm and message for backup battery fault - replace controller occurred with the backup system controller. It was also reported that this patient¿s aortic valve had been sewn closed. The patient expired on (B)(6) 2015. A user facility medwatch report was received on 10/08/2015 that states: "patient and wife were in bed when the controller began to alarm with a ¿backup battery fault¿ alarm. Wife said the alarm message stated to replace the controller. They attempted to change out the controller but were not able to complete the exchange. Wife stated she went to call the ventricular assist device (vad) coordinators and then heard patient fall to the ground. Patient was unresponsive when she got back to patient and she called emergency medical services. It was unclear at the time of the call as to what was preventing a successful controller exchange. The manufacturer issued an urgent medical device correction notification on september 14, 2015. Device usage problem: device was hard to use."

Manufacturer narrative:
Section h10: correction.